Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the patient experienced tamponade and pericardial effusion while attempting to im plant the left ventricular (lv) lead. It was uncertain what caused the injury, because at some point the patient woke up and contracted their muscles violently raising their arms and legs. Almost all of the material on the sterile field fell out. The physician was at the time purging the sheath on the operating table. It was believed that the sudden movement could have caused an impact of the sheath in place into the sinus causing the tamponade. The implant was abandoned. A pericardial puncture was performed under ultrasound and drainage completed. Adrenaline was administered. The patient later died. The cause of death was determined to be tamponade on cardiogenic arrest.